Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. Belmont have not yet received the ri-2 unit involved in the incident back for investigation. Although there is no report of patient injury, belmont is working to gather further information from the user and have requested further information on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. On (B)(6) 2022, it was determined by the user, that the problem was caused by a clot in the tubing. Belmont is still waiting on confirmation as to what was being infused when the set clotted since certain contraindicated infusates may lead to clot formation in the device. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids infused during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. A review of past complaints indicates there have been no other reports of this nature that have lead to smoke smell resulting in scorched disposable. No trend has been identified for this type of issue. There is no known injury to the patient. Once the additional information becomes available, a follow-up report will be provided.

Event description:
It was reported that the ri-2 was being used for massive transfusion when a smoke smell was noted and the machine started beeping. The disposable tubing was found to be scorched. When removed. Alarms were generated to alert the user of the condition of the device. No patient injury was reported.

Manufacturer narrative:
It was additionally reported by a healthcare professional on (B)(6) that the device had been put back into use with no furtherissues. Additional information was requested from two healthcare professionals but only limited information was provided. Initial reporter, christina noah, was contacted by senior territory manager, (B)(6), on (B)(6) 2022 in an attempt to set up a meeting to discuss the incident, with no response received. Daniel cork also reached out to anthony hill on the same day ((B)(6) 2022) to set up a meeting with no response. Technical support engineer, (B)(6), reached out to (B)(6) again on (B)(6) 2022 to request additional information with no response. Post market surveillance manager, jonathan russo, received responses from christina noah saying that the disposable set had not been saved and that the device had been put back into use in early (B)(6) 2022. Onsite training was performed by belmont on (B)(6) 2022 and (B)(6) 2022 to train clinical personnel on the importance of only infusing compatible fluids with the belmont ri-2. The ri-2 operator's manual provides a list of compatible fluids which can be infused with the ri-2. Infusing incompatible fluids may lead to the disposable set clotting, overheating and thus deforming due to excess heat. Since the device was not returned, a definitive root cause of the reported clot in the tubing could not be identified and the issue could not be confirmed by the manufacturer. No additional information can be provided at this time. Belmont will continue to monitor and trend this issue moving forward.